Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. The device interrogated normally and communi - cation throughout testing was normal. It is believed that the lvad system caused the device's telemetry issue.

Event description:
It was reported that the device could not be interrogated after an lvad implant. Some suggestions were made to improve the telemetry link, but interrogation was still not successful. After several more unsuccessful attempts, the device was replaced.